Event description:
The customer reported the secondary male luer tip (model a 492) broke off into the smartsite valve on the primary set (model 2420-0007) and caused leaking. A secondary of a chemo pre-med was infusing via a primary of normal saline when the break and leak occurred. The hospital does not use alcohol caps; they swab the smartsite valve with an alcohol pad to disinfect it. There was no pt harm or medical intervention required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of the luer broke off into the smartsite valve could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. (B)(4).